Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the neck trial will not mate with the 12 broach. No surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary:examination of the returned instrument confirmed the complaint.functional testing with a mating neck trial confirmed the complaint of will not assemble. Visual exam found heavy circular scratching on the broach taper indicative of improper seating of taper into handle before locking down lever locking mechanism of broach handle. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.